Event description:
This complaint is now reportable based on the analysis completed in 2/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the tip of the stent was "tangled". Evaluation of the device found that the stent struts were both strectched and twisted. The procedure was completed using another of the same device. There were no patient complications reported.